Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Device remains implanted.

Event description:
Healthcare professional confirmed deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified flat creases and delamination of the valve. A leak test and microscopic analysis was performed which identified total delamination of the valve and an opening/crack. Based on the device analysis the final assessment is: a total delamination of the valve (adhesive failure). Also observed was a cracked valve seat diaphragm valve.

Event description:
Healthcare professional confirmed deflation. Device has been explanted.